Manufacturer narrative:
Additional narrative: device history records was conducted. The report indicates that the: the following anomaly was detected during device history record review: at page 5 of 56, illegible handwritten aql description, pieces to test for completeness and identification are zero at inspection level number six. This anomaly is not relevant to complaint, because the identity and completeness of the part is not complained about. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Mfg investigation action was performed. The investigation of the complaint articles has shown that: visual investigation of the assembled guiding block shows no sign of damage. The head socket of the screw is in good condition and not deformed/damaged. The screw threads on the end however are badly damaged and the shaft shows to be ¿stretched¿ (elongated, should 17.00mm is 18.02mm). The outer circumference of the screw also shows signs of damage as though something was used to pull it out but we cannot confirm this. It was reported that the surgeon put a lever into the gap between the guiding block and the plate and forcedly separated them so very likely this is the root cause for the damage, as the screw is not designed to withstand such force and bending. Another reason for the damage may be due to excessive force application when inserting the connection screw to hold the plate in place. The manufacturing documentation was reviewed and the lot shows no deviation to the specifications at time of production in december 2009. Additionally a review of our complaints data base shows no other complaints for this issue from this lot and article number. No product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the guiding block connecting screw jutted out into the lower side of a plate when the surgeon used a torque limit screwdriver to tighten the guiding block connecting screw on the plate. The surgeon adjusted the position properly by his hand, after the plate fixation, the guiding block connecting screw kept spinning and did not separate from the plate. The surgeon put a levator instrument into the gap between the guiding block and the plate and forcedly separated them. It was postoperatively detected that a part of the connecting screw thread was deformed and a piece of metal might have remained in the patient¿s body. The operation was extended for 20 minutes. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.